Event description:
It was reported that the piston on the insulin pump does not recognize the reservoir. The blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor resistor. Occlusion test and excessive no delivery test were not performed due to prime and fill anomaly. The device had had a minor scratched display window, scratched reservoir tube window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).